Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal (concentration 2000mcg/ml; dose 300mcg/day) via an implantable infusion pump. Indication for use was intractable spasticity and post spinal cord injury. A pump replacement took place on (B)(6) 2015 at which time the catheter did not have good cerebrospinal fluid (csf) flow during aspiration. The catheter was also replaced. There was no other reported or suspected issue with the catheter. No patient symptoms were reported. A new catheter was implanted and therapy was restored. Patient status at the time of the report was alive with no injury.